Event description:
A report of peritonitis was received. No further information is known at this time.

Manufacturer narrative:
(B)(4). This peritonitis event was originally reported under medical device report # 1423500-2011-04706. No further investigation will be conducted.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional information becomes available.